Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported to philips that the device during activation displayed a vent inoperative flash programming error message. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the air flow sensor needed to be replaced to return the device to working condition. The fse replaced the air flow sensor and the device passed all performance assurance testing. The device remains at the customer site.